Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA. This report is of a catheter that came undone, dripped down the patient's leg, and peritonitis coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient's catheter came undone and fluid dripped down the patient's leg. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. However, treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was the patient's catheter came undone. The home patient has reportedly recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). Due to a lack of sample, the reported event of a connection issue resulting in peritonitis could not be confirmed and an assignable cause could not be determined.a labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product.correction: a trend was not identified for the reported problem.

Manufacturer narrative:
The devices involved in the incident were unknown. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. If additional information becomes available a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.